Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a de novo lesion in the diagonal artery. The lesion was pre-dilated with 1.5x8 and 2.0x12mm balloons. The 2.0x23mm xience xpedition stent was deployed at 9 atmospheres; however, post implantation, a distal edge dissection was noted. Another xience xpedition stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.